Event description:
It was reported that there were 75 serious adverse events. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Correction: initial medwatch was submitted in error and is being redacted. Upon further review, event was determined to not be reportable. There was no clarification on the saes, so does not meet requirements for reporting for serious injury as definition of sae may not be the same as the definition of serious injury for medtronic. Furthermore, no indication or report of permanent impairment, medical/surgical intervention, or hospitalization. Requesting follow up for further clarification.

Manufacturer narrative:
(B)(4).